Event description:
Customer reported a past incident of low blood glucose, with the lowest level recorded at 51 mg/dl. Low bg cause was not known. The customer consumed carbohydrates to address the low blood glucose. Technical support advised the customer to consult a healthcare professional to discuss possible factors affecting their blood glucose and provided additional information on exercise mode. The customer acknowledged and understood the advice given.